Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. Based on the post-op x-ray, enough of the screw was visible above the plate to reasonably suggest that it was backing out. The subject screw was also angled very close to the titanium interbody, and even appeared to have been touching the interbody, which may have contributed to this incident, as the torque handle could have potentially torqued-off before the screw was actually locked. At this angle, the subject screw was also at the limits of the tifix locking technology, which may have also contributed to this incident, as a better lock is achieved the more coaxial the screw is with the plate hole. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Remains in patient.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That approximately six weeks after the index surgery, a screw reportedly started backing out. The index surgery took place (B)(6) 2016. There are no plans to revise at this time.